Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) received an email stating that the customer was able to access the medication and the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, user was unable to get medications via override. However, there were no delays or adverse events or injuries reported based on this event.